Event description:
(Report 4 of 4) it was reported during surgery the surgeon was inserting the 2.3mm x 16mm locking cortical screw (part number co-t2316) into an aculoc2 plate (part number 70-0369), when the 1.5mm hex driver tip, locking groove (part number 80-0728) broke off inside the screw head. The driver tip was removed with a needle driver. A second 1.5mm hex driver tip, locking groove (part number 80-0728) was used and broke off after the final tightening of another 2.3mm x 16mm locking cortical screw (part number co-t2316). The second driver tip was removed with a needle driver. The surgery was completed after a 2-minute delay. There were no adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00583 through.

Manufacturer narrative:
The two reported 2.3mm x 16mm locking cortical screw (part number co-t2316) were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screws are unknown. However, the two reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 604088) were examined visually under magnification. Both parts had oblique fractured surfaces with light texturing and no signs of ductility, suggesting a brittle torsion fracture may have occurred. These kinds of fractures can be caused by increased torque during insertion, intense strain on the material, and excessive stress applied across an unanticipated axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.